Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board will be replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported reported that, during a case, the unit alarmed, notifying the user to switch to manual mode as mechanical ventilation was not available. The unit was rebooted, and the case continued with no further reported complaint. There was no reported patient injury.